Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the expulsor being too big. The expulsor was replaced.

Event description:
It was reported that the yield test is too high. There is no patient involvement.